Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07640/07641).

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 allegedly due to adverse reaction to metal debris and mechanical complication. The modular head and acetabular cup were removed.

Manufacturer narrative:
The returned head and cup was evaluated and was found to have been manufactured within specifications. Visual examination of the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and minor taper fretting. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. Relevant articulating and stack dimensions and features were checked. All measurements were within the as manufactured requirements with the exception of sphericity which is influenced by scratches. The length of service is 9+ years, and the removal is typical if there is a metal ion concern in this area. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.